Event description:
It was reported the switch emitted sparks.

Manufacturer narrative:
It was reported the switch emitted sparks. Visual inspection of the switch components revealed that the electrical cord had been subjected to a great deal of stress, pulling the wire connections apart and allowing the wire to emit sparks. We concluded that this report was attributable to misuse on the part of the consumer.